Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: intracardiac echocardiography (ice) catheter. Product ID: non-medtronic product, product type: catheter. Product ID: non-medtronic product, product type: sheath. Product ID: non-medtronic product, product type: sheath. Product ID: afr-00001, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that pulsed field ablations were being utilized around the left pulmonary veins.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 (a66702787); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, temperature-related failures involving catheter temperature sensor fault and catheter reference temperature low errors occurred. The generator link cables were noted to appear compressed and possibly damaged prior to the case. Multiple troubleshooting steps were performed, including full system reboots in different sequences, reconnection of the catheter, replacement of the catheter extension cable and catheter, and reorientation of the generator link cables. Despite these efforts, the errors persisted. The procedure was aborted while the patient was under general anesthesia. Technical services requested replacement generator link cables and a return electrode adaptor. No further patient complications have been reported as a result of this event.